Event description:
The customer reported that during a vats procedure, the electrode fell out of the pencil. It was retrieved from the surgical site without injury to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.